Event description:
My doctor wouldn't take no for an answer with the essure permanent birth control so I got it placed in one tube, the other tube he couldn't get it placed in. So he didn't because he was thinking that one tube was blocked already. I got the hsg done 3 months later and it wasn't blocked. So for 6 months I was on the nuvaring with that one essure placement to prevent pregnancy. I was constantly in pain and developed a nickel allergy. I then had to have my tubes removed and all the symptoms that I was having suddenly disappeared. Might I add that the essure I had it for only 6 months and there were a lot of left over particles in my uterus. I have pictures to prove it. I feel like doctors don't listen to their patients anymore and just want to take the easy way out (of course essure is so much easier to do then tie tubes the old fashion way). No cuts, nothing. And in so I had to go through more pain and suffering just like millions of other women out here. It is supposed to be a more "effective" birth control than an actual tubal ligation so they say, but to tell you the truth I haven't known of anyone getting pregnant with a tubal. But on the other hand I see people with essure everyday popping up pregnant. In all reality do the math, this product needs to be off the market.